Event description:
Had an ethicon mesh implant and found two lawyers online to be part of the class action against johnson and johnson. Suffered and still suffering pain, inflammation, spasms, leg pain, back pain and was told unless I take it out there will not be any settlement for me. Although there are times I am tempted to take it out I have read that it can cause more problems. So the lawyers say I do not have a case. I think it is horrible that this has been implanted in so many women and that it still is being used.